Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on the second fire on the stomach, the stapler was able to fire, the surgeon faced some abnormal difficulties while firing and after firing found excessive bleeding of not more than 500cc and staple malformation on the center of second reload. The staple line was incomplete centrally. They over sewed to complete the case and stop the bleeding.